Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided.

Event description:
The doctor reported that, when placing the implant, the hexagon got rounded off and he had to remove it. Procedure was completed